Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/17/2016 a medtronic representative performed an imaging system check-out, all areas passed. The medtronic representative identified a defective motor battery charger, worn door slides, and a bent clutch bracket during the planned maintenance (pm). These parts were replaced and the imaging system passed all tests performed. Return requested. Replacement clutch cable shipped to site (B)(4) 2016. Medtronic investigation of suspect clutch cable, returned on 05/24/2016, confirmed the reported problem that the clutch bracket is bent. Visual inspection confirms clutch bracket is bent which could cause difficulty engaging and disengaging. Bracket physically damaged. Failure: dented, nicked, scratched, bent. Return requested. Two replacement door to gantry slides shipped to site (B)(4) 2016. Medtronic investigation of 2 suspect door to gantry slides, returned on 05/24/2016, confirmed the reported complaint found worn during pm from field return tag. The nylon strip on the slide is worn out, peeling off the slide. Mechanical failure. Failure: malfunction, wear. Return requested. Replacement motor battery charger shipped to site (B)(4) 2016. Suspect motor battery charger returned to manufacturer on 05/24/2016 for investigation and is currently under analysis. Return requested. Replacement j7 battery conn cable shipped to site (B)(4) 2016. Cable returned to manufacturer on 05/24/2016, unused. Returns requested. Replacement 6-pack battery and 3 8-pack batteries shipped to site on 05/20/2016. No parts have been received by manufacturer for analysis. On 06/01/2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced all x-ray batteries in imaging system. Performed gain calibrations to clean-up 3d images. System passed all tests and was returned to service. System performed as intended. On 06/08/2016 a medtronic representative, following-up at the site, reported replaced motor battery charger, worn door slides, and a bent clutch bracket during the pm. Completed system check-out. No further issues have been reported.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), it was noted that the imaging system motion battery board was causing a burning smell. The medtronic representative also noted some wear on the clutch cable. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of suspect motor battery charger confirmed the reported event of "motion battery board was causing a burning smell". Visual inspection confirmed motor charger board has electrical over stress and component damage evident on the back of the circuit board in the j3/j4 area. No output testing, nor system testing was performed due to the condition of the board. The reported event was confirmed to be caused by an electrical failure due to the pcba.